Event description:
Per the clinic, the patient was admitted to the emergency room due inflammation, tenderness and skin overgrowth at the abutment site. The patient was administered IV antibiotics and was discharged with a course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.